Event description:
Pt undergoing laparoscopic vaginal hysterectomy. While cutting the uterine-ovarian ligament, the tip of the harmonic scalpel broke off. Case was converted to open in attempt to locate the tip. X-ray was negative for retained tip.